Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male patient needing an impella cp for mechanical circulatory support. It was reported that the impella cp was attempted to be inserted with a 14f sheath in the left femoral artery. The impella cp could not be advanced through the aorta as it was very heavily diseased and calcified.